Event description:
It was reported to medtronic minimed that the customer reported a partial display. The customer reported no adverse event. The event involved product(s) mmt-1805. Troubleshooting was not performed. The customer continued to see missing segments after replacing the battery or after running the self-test. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1805 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap was attached and locked into place properly during testing. Proceeded with the following testing to ensure proper functionality of the unit. After battery installation, the unit did not display any characters and remained on a blank display condition. Multiple batteries and battery caps were used with no change in condition. Unable to perform the self test due to the blank display. Proceeded by cutting the unit open and performing a visual inspection of the connectors and electronic assemblies. Per visual inspection, moisture damage was found on the electronic assemblies, preventing the unit from powering on or displaying information, separated to the electronic stack. The unit was also received with pillowing keypad overlay and a scratched case. In conclusion, the customer¿s allegation of missing segments/partial display was not confirmed; however, a blank display condition was confirmed and was caused by moisture damage to the electronic assemblies, separated to the electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.